Event description:
Information received from medtronic indicated that the customer reported insulin pump was under delivering insulin and they experienced high blood glucose. Blood glucose level was 17.7mmol/l at the time of event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 6.5v retainer ring = black customer returned pump for an alleged possible under delivery and high bgs found on (B)(6), 2021. Also, on case-2021-00594773, svn#: (B)(4) - customer returned pump for an alleged pump error 15 alarm found on (B)(6), 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. No unexpected pump error 15 alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6), 2021, there was no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered: (25.6 u) bolus. Pump error 15 alarm was recorded and found in the formatted history file on 10/19/2021 18:04:25.000. Pump error 15 alarm (line number 1938 file number 0) was due to software error as per global logic analysis (esf# 3637736). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, pump error 15 alarm was confirmed. Pump error 15 alarm due to software error. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.